Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital with inappropriate shock. During the follow-up increased rv pacing threshold and low r-wave amp were noted. Episodes of oversensing were also observed. Chest x-ray revealed lead loops, possibly due to twiddler syndrome. The lead was explanted and replaced. The patient was stable post-procedure.